Event description:
It was reported that a revision surgery was performed due to a set screw backed out of the tibial baseplate but stayed contained in the poly.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: one undated x-ray photo was provided and confirms the report. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause for the reported set screw backing out of the tibial baseplate cannot be determined. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.